Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump turned off and would not turn on again. Troubleshooting was performed and the customer reported that after exchanging the infusion set the insulin pump alarmed loss of power and turned off. Customer also reported moisture damage. Insulin pump display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged blank display, unexpected battery power loss or replace battery alert/replace battery now alarm and exposure to moisture found on 09-nov-2022. Pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of 09-nov-2022. However, low battery alert was recorded and found in the formatted history file on: 10/28/2022 15:52:01.000 replace battery alert was recorded and found in the formatted history file on: 10/29/2022 01:23:00.000 replace battery now alarm was recorded and found in the formatted history file on: 10/29/2022 01:54:00.000 10/29/2022 02:04:00.000 insert battery alarm was recorded and found in the formatted history file on: 11/07/2022 13:15:54.000 11/07/2022 13:15:57.000 11/07/2022 13:17:40.000 11/07/2022 13:20:32.000 11/07/2022 13:21:20.000 11/07/2022 13:21:56.000 11/07/2022 13:22:28.000, 11/07/2022 13:22:30.000, 11/07/2022 13:22:32.000 11/07/2022 13:23:28.000, 11/07/2022 13:23:30.000, 11/07/2022 13:23:32.000 11/07/2022 13:24:28.000, 11/07/2022 13:24:30.000, 11/07/2022 13:24:32.000 11/07/2022 13:25:28.000, 11/07/2022 13:25:30.000, 11/07/2022 13:25:32.000 11/07/2022 13:26:30.000, 11/07/2022 13:26:32.000 11/07/2022 13:27:30.000, 11/07/2022 13:27:32.000 11/07/2022 13:28:30.000, 11/07/2022 13:28:32.000 11/07/2022 13:29:30.000, 11/07/2022 13:29:32.000, 11/07/2022 13:30:32.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: 11/07/2022 13:15:56.000 11/07/2022 13:17:30.000 11/07/2022 13:18:07.000 11/07/2022 13:21:14.000 11/07/2022 13:21:37.000 11/07/2022 13:22:27.000, 11/07/2022 13:22:29.000, 11/07/2022 13:22:31.000 11/07/2022 13:23:27.000, 11/07/2022 13:23:29.000, 11/07/2022 13:23:31.000, 11/07/2022 13:24:27.000, 11/07/2022 13:24:29.000, 11/07/2022 13:24:31.000 11/07/2022 13:25:27.000, 11/07/2022 13:25:29.000, 11/07/2022 13:25:31.000 11/07/2022 13:26:29.000, 11/07/2022 13:26:31.000, 11/07/2022 13:27:29.000, 11/07/2022 13:27:31.000 11/07/2022 13:28:29.000, 11/07/2022 13:28:29.000, 11/07/2022 13:28:29.000 11/07/2022 13:30:31.000 pump error 23 alarm 10/29/2022 02:05:03.000 and power loss alarm 10/29/2022 02:05:45.000 10/29/2022 02:05:56.000. Upon checking on the power data/detail trace file, failed batt alert/battery failed alarm, low battery alert and replace battery alert/replace battery now alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Power loss alarm was expected since the pump reset due to battery backup depletion. Please see below for pump errors/alarms noted 2 weeks prior to the event date 09-nov-2022 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 10/31/2022 09:27:46.000 and 10/31/2022 13:00:48.000 during bolus delivery. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 11/07/2022 at 12:06:00.000 and 11/07/2022 12:16:00.000. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the pcba 1, pcba 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Blank display and unexpected battery power loss or replace battery alert/replace battery now alarm were not confirmed. However, critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. During visual inspection, corrosion was also found on the motor and vibrator¿assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.